Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein one of the lead was removed as the physician could not reposition it to the appropriate area. The patient was doing well postoperatively. The explanted device was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7078342.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein one of the leads was removed as the physician could not reposition it to the appropriate area. The patient was doing well postoperatively. The explanted device was discarded.